Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual analysis found that there was no presence dried body fluids on the device. Microscopic inspection revealed that the tip was not filleted or flush as is expected in released product. The tip of the dilator was then viewed under microscopy. It was noted that the tip of the dilator had a smooth somewhat flush appearance. There was some evidence of damage to the tip as evidence by the lack of fillet or visible taper typically seen on the dilator. There was no obstruction of the hole. Dimensional testing for the inner diameter of the tip and the length of the dilator met manufacturer specification. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported the tip of the 4fr pinnacle separated during use with the involved rss403 device. The following information was provided by the user facility: the tip remained on the wire and was retrieved with no injury to the patient. No other intervention was required and the procedure was completed successfully with a new 4fr pinnacle sheath. The patient condition was reported to be satisfactory.